Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
Hcp reports pt was hospitalized for knee surgery after the ins device reportedly turned itself on and jolted the pt causing them to fall and break their kneecap. Hcp reports the pt is scheduled for revision surgery and they are currently working with the pt's insurance, as the medical record indicates the pt fell when under the influence of alcohol. No report of device explantation. Hcp has been contacted for add'l info but at the time of this report no add'l info has been rec'd. A f/u report will be sent when add'l info is rec'd.